Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the pitch cable at distal clevis hub was broken. The cable segment that contains the crimp is still installed in the clevis. There was no damage to the clevis. Failure analysis investigation also found that the distal pulley exhibited scratches. No other damage to the instrument was found. The customer reported complaint does not in itself constitute a MDR reportable event; however; the broken cable damage found during failure analysis investigation if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci myomectomy procedure, the customer noted that the mega suturecut needle driver instrument was broken. No patient harm, adverse outcome or injury was reported.